Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/01/2016. Retain and product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat 40 result and the result from another manufacturer being 60 and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit (hct) result on a patient. There were no injuries associated with this event. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, test time: unk, hct pcv: 40%, ica: 1.72 mmol/l, sample: a; method: cofan, test time: unk, hct pcv: 60%, ica: 1.74 mmol/l, sample: a. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).